Event description:
The manufacturer received a voluntary medwatch (m5104408) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedboth filters in my philips dreamstation CPAP machine were black and covered with an unknown substance after being used overnight. This occurred on two different occasions, several months apart. (B)(6) 2020 was the most recent episode. After it occurred, I held on to the filters for manymonths in case the problem became frequent. Since it only occurred twice, and did not recur after the second episode, I threw the filters out a year later. In the last several weeks, I've learned that the foam in the machine is known to degrade and cause problems prompting a recall. I fear that the black residue clogging the filters was the foam that degraded in the machine and was likely inhaled during sleep. Philips reported a correlation between unauthorized cleaning methods and this problem, I have never used ozone or any other unapproved cleaning method..there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.